Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2013, the patient presented due to ischemic cardiomyopathy and unstable angina (braunwald classification: ib) and was subsequently diagnosed with non st-elevation myocardial infarction (nstemi). The patient was referred for cardiac catheterization. The de novo target lesion was located in the proximal segment of saphenous vein graft (svg) to right posterior descending artery (r-pda) with 70% stenosis and was 12mm long with a reference vessel diameter of 4mm. The target lesion was treated direct placement of a 4.00x16mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient died due to cardiac arrest. No action was taken to treat this event. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).